Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s multiple pockets were not detected on bus auxiliary drawer 1.1. The field service engineer (fse) had addressed an issue where auxiliary drawer 1.1 row c was not detected on the bus. Upon verifying the malfunction, the fse logged into the hardware test application (hta), released all cubies, and powered off the device. The row board cable at the row tray was then reseated. The station was restarted, and the fse logged back into hta, placed the cubies into the drawer, and confirmed that row tray c was now successfully detected. Functionality testing was conducted, the station was rebooted, and the repair was verified in the hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the aux 1.1 multiple pockets were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the aux 1.1 multiple pockets were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.